Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the staff is having trouble seeing the needle flash.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: product was not returned for evaluation/repair. Photo sample was provided and analyzed by engineering. Upon evaluation of the photo sample, the image quality/clarity was found to be expected quality and the needle was present in the image. Engineering suggested to reduce gain to make needle more apparent in the ultrasound image. Complaint investigation and root cause determination could not be completed without physical evaluation of the unit. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
Per biomed - the staff is having trouble seeing the needle flash.